Event description:
It was reported there were high impedances measured on some bipolar and unipolar pairs. All pairs with electrode 2 were greater than 4,000 or 2 ,000 ohms. Other pairs were noted to be in range. In addition it was indicated the device had a low battery and needed to be replaced soon. This event pertained to an epilepsy patient and it was noted the patient had "some pain" and was still having "2-3 seizures" a day. This was noted to be the same amount the patient was having before the implant of the device in 2009. It was added that there were times where the patient could "get a lot of seizures, one after the other." It was indicated that it was difficult to determine if the device was helping with the seizures, but the frequency of the seizures was reported as the same with or without stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
It was later reported, the cause of the high impedances was unknown. It was stated the impedances had been high for quite some time and there were no plans to troubleshoot. Reportedly, the patient was being monitored for seizures and the patient often did not report seizures to the clinic. It was noted the implantable neurostimulator (ins) replacement did not take place.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).